Event description:
It was reported that a patient presented with clinic for follow up. It was noted that the atrial lead was dislodged and failing to capture. During lead revision on (B)(6) 2022, it was noted the lead had lost slack. The physician elected to reposition the atrial lead. There were no patient consequences.

Manufacturer narrative:
Correction: h6 - removed device dislodged or dislocated and failure to capture codes as these were confirmed by the field to not have occurred.

Event description:
It was reported that a patient presented to clinic for follow up. It was noted that the atrial lead had lost slack. During lead revision on (B)(6)2022, the physician resolved the lead slack issue. There were no patient consequences.